Event description:
Additional information received from the device manufacturer representative indicated they found out about the issue the day of the procedure, at the same time as the healthcare provider (hcp).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable device. The indication for use was non-malignant pain. A catheter revision was done on (B)(6) 2016. Per the reporter the pump flipped many times in the patient's abdominal pocket and the catheter was twisted beyond repair. The neurosurgeon left a portion of the old and unusable catheter in the patient and implanted a new catheter. Additional information received reported that troubleshooting and diagnostics performed was the pump was viewed using ar fluoroscopy guidance. The pump had rotated 180 degrees and flipped. The cause of the flipped pump and the twisted catheter was noted as uncertain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.